Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 31 months ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the stent graft is 4 cm below the level of the renal arteries with no endoleak present. The aortic neck diameter at the level of the renal arteries is 31 mm and distally it is 35 mm in diameter. There was 50 mm of iliac fixation bilaterally. An endurant cuff was placed and successfully resolved the stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent graft migration), (conically shaped aortic neck).